Event description:
It was reported that during catheter evaluation, the health care provider (hcp) was unable to enter or withdraw from the catheter access port (cap). A catheter contrast study was done on (B)(6) 2012. It was suspected that there was fibrosis at the catheter tip and that the event was related to the device and unlikely to the implant procedure. It was noted that the patient experienced increased pain. It was indicated that the pump was last changed on (B)(6) 2012 and again on (B)(6) 2012. It was reported that the catheter was replaced. The drugs delivered via pump were sunfenta, clonidine, and bupivacaine. The patient's outcome was noted as resolved without sequelae on (B)(6) 2012.

Event description:
It was reported that the catheter was replaced on (B)(6) 2012 and was disposed of. The catheter was carefully dissected away from its investing fibrous tissue and the catheter was removed from the intrathecal spine. There was noted to be a copious return of cerebro spinal fluid through a fistulous tract requiring repair. The repair was accomplished. There was some evidence of loculation intrathecal giving evidence of arachnoiditis or arachnoid adhesions. Severity was moderate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596, serial #(B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012.

Manufacturer narrative:
Catheter model# unk, serial# (B)(4), implanted: unk, explanted: unk.